Event description:
It was reported the rn deflated the balloon in order to remove it. Once the balloon was deflated, the rn attempted to pull the dignishield out of the rectum but the balloon came apart from the tube and remained inside of the pt's rectum. The rn had to manually retrieve the device from the patients rectum.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unk therefore the device history record could not be reviewed. (B)(4).